Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the irrigation difficulty event was confirmed as the analysis of the returned device found kinking of the flush lumen, which likely caused the flushing difficulties. Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the device. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Subsequently, flushing of the device through the irrigation line was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected to inspect the flush lumen to determine any potential cause for the flushing issue. Dissection revealed some kinking of the flush lumen, which likely caused the flushing issue. Investigation conclusion the reported event was confirmed the reported analysis of the returned device found kinking of the flush lumen, which likely caused the flushing difficulties. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during procedure it was difficult to irrigate the device. During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During the procedure, while device was inside the patient's body it was noted that continuous flush lumen flow could not be maintained. Flushing was attempted after removing the product from the body, but it could not be performed. The device was replaced and procedure was completed without patient complications.

Event description:
It was reported that during procedure it was difficult to irrigate the device. During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. During the procedure, while device was inside the patient's body it was noted that continuous flush lumen flow could not be maintained. Flushing was attempted after removing the product from the body, but it could not be performed. The device was replaced and procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.